Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal hydromorphone 5 mg/ml at 0.25 mg/day. The patient experienced a loss of pain relief and a return of pain symptoms. A dye study was performed, but the hcp was unable to aspirate drug/spinal fluid from the catheter. The hcp then decided to do surgery to assess the issue further. When the catheter was assessed at the patients back during surgery, no cerebrospinal fluid (csf) was present or coming out of the catheter. The hcp decided to replace the spinal piece of the catheter; this worked. There was a return of csf. The catheter revision was done, and the issue was resolved. The patient¿s status was alive ¿ no injury. It was noted that a possible patient fall may have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.